Event description:
It was reported that while using an om-7500, the physician inserted the implant into the bone hole and the implant prematurely deployed. The procedure was ultimately completed with a competitor's product. No further issues or pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.